Manufacturer narrative:
(B)(4):there was no damage found to the keypad. Evaluation revealed that the up arrow and contrast keypad buttons were intermittently responsive and required more force and multiple button presses to elicit a response. The contrast button has no affect on insulin delivery function. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging that the up arrow keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.